Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 76mm diameter abdominal aortic aneurysm. It was reported that 10 years and 8 months post index procedure, the patient presented emergently with abdominal pain. A CT scan identified a type ia endoleak causing sac expansion. The patient received treatment with the addition of endurant cuff and 5 endoanchors and the endoleak was confirmed as resolved. Per the physician, the cause of the event was due to the infra-renal nature of the old aneurx stent graft. No additional clinical sequelae were reported and the patient is fine.